Manufacturer narrative:
Additional information, has been requested and if rec'd, will be provided on a supplemental report.

Event description:
It was reported, during surgery, it was found that the guide wire broke when inserting with a drill. The broken wire was left in the femoral bone. The surgeon needed to cut the femoral bone a little wider than planned to remove the broken wire. The procedure was completed without problem.